Event description:
The facility reported to baxter (B) (4) an infusor pump that overinfused during biomed testing. Pump was programmed to administer 10 mls and pump actually administered 14 mls. No additional information is available at this time..

Event description:
It was reported that during testing, the ventilator turbine did not rotate with an audible alarm. The ventilator was not connected to the patient when the reported problem occurred.

Manufacturer narrative:
(B) (4)the device has been received for evaluation. The reported issue of overinfusion was not confirmed. Testing was performed on the device and the device met all specifications. The device has been returned to the customer.

Manufacturer narrative:
(B) (4)the device has been requested but not received for evaluation. Should the device be received and an evaluation performed or if additional information becomes available, a follow-up report will be submitted.